Event description:
It was reported that the user performed a factory reset of the ilet after a cgm sensor issue led to operation in bg run mode, and subsequently reported prolonged time for elevated glucose to decrease, asking whether another factory reset was needed; troubleshooting and education were provided that the pump requires a learning period of several weeks during which correction aggressiveness increases. Symptoms included episodes of high glucose. Outcomes included no reported medical intervention, no hospitalization, and no effect on blood glucose at the time of the call. Investigation included user interview and troubleshooting with education on device operation and learning behavior. Investigation of this case revealed no device malfunction and indicated expected device behavior related to the post-reset learning period. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.